Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported the em210 handpiece was getting hot. There was no other available information for this event. Attempts have been made to obtain event details. There is no known patient impact reported.